Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op of the reported product. It was reported that, the elevate spacer was placed properly on the inserter and tapped into the patient. The surgeon noticed that when he placed it into the patient it broke and it was seen on the x-ray. All parts were removed intact. There was no delay in the procedure, it was quickly replaced with another spacer. The broken cage was removed from the patient. There were no symptoms to patient reported as a result. There was no additional treatment or surgery performed as a result.  No further complications reported regarding the event.